Manufacturer narrative:
The instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the needle allegedly fell into the patient and the fragment was retrieved laparoscopic during the same procedure.

Event description:
It was reported that during a da vinci prostatectomy procedure, a large needle driver instrument was placed in arm 2 and the needle with no suture held tightly caused the needle to open and the needle went flying when the surgeon moved the camera. Something externally moved the arm which was not internal movement. The needle fell into the patient however it was removed. The surgeon was concerned about the outside arm movement which caused the needle jaws to open. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the initial reporter of this complaint and obtained additional information regarding this reported event. The initial reporter indicated that the needle was removed laparoscopic during the same procedure. There was no x-ray performed and the patient did not suffer any injuries as a result of the instrument's malfunction.